Event description:
Complainant alleged that the clinicians were treating a patient (age gender unknown) who was undergoing an elective cardioversion. Teh clinicians attempted to shock the patient, but the device displayed a "defib fault 72" message. The clinicians then unplugged the device from the ac outlet and attempted to shock the patient with the device in battery mode, but the device displayed a "defib fault 78" message. The clinicians then obtained a second device and successfully cardioverted the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.